Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, self and high pressure tests passed. The customer's mother stated that the customer had been wearing the same infusion set for five days at the time of the event. It was advised that the customer change his infusion set and site every 2-3 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.